Manufacturer narrative:
Approximate age of device ¿ 4 days. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that after approximately 4 days of support, a low flow alarm occurred on the system controller. Changes to pump speed, changes to the temporary rvad device, or managing clinical aspects and volume did not resolve the issue. The patient was returned to the or and the lvad was exchanged immediately. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: thrombus was confirmed through the evaluation of the device, which could have contributed to the report of low flow alarms. Evaluation of the submitted controller event log file captured a persistent low flow hazard alarm starting on (B)(6) 2019 at 09:57:47 pm, associated with the calculated flow decreasing below the low flow hazard threshold of 2.5 lpm. The calculated flow was captured at a nearly persistent 0 lpm through the remainder of the log file. Despite the observed low flow events, the pump appeared to have functioned as intended throughout the duration of the log files. The device was returned assembled with the pump cable severed approximately 15.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. In addition, the outflow graft and the apical cuff were not returned. An outflow graft clip was returned unattached from the device. Incidental finding: thrombus was discovered through the evaluation of (B)(4). A jar containing a deposition was also returned with the device. The deposition was red and had a tissue-like texture, but the original location that this deposition was found could not be conclusively determined through this evaluation. The deposition lacked evidence of denaturation or laminated layering, suggesting that it was not present in the blood flow path for a significant duration; however, the deposition was significant enough in size to occlude the flow of blood if it was present in the device during support. This could have resulted in the report of low flow alarms and the decrease in calculated flow observed in the submitted log files. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no additional depositions or thrombus formations that would have contributed to the reported event. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists possible pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. The relevant sections of the device history records for the lvad and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22feb2019 via customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.